Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there were post-paced t-wave oversensing episodes observed. The physician will reprogram the device at the next follow-up. The patient was in stable condition.